Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A dialysis nurse contacted global technical services (gts) regarding assistance with a system error 2240, found while reviewing the homechoice (hc) alarm log. The nurse stated, the patient had the error last night. Gts asked the troubleshooting questions, and explained the system error indicated a large amount of air had entered into the disposable set. Gts then recommended that the patient call baxter at the time of any alarms. Product surveillance contacted the patient's nurse, who explained she had spoken with the patient. The nurse stated the patient's therapy was going well and they did not have any further alarms. The sample and lot information were not provided. No injury or medical intervention was reported.